Manufacturer narrative:
Exemption e2015054. (B)(4). (B)(4) complaints were received during this report period. All 2 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes (B)(4) malfunction events which are associated with the unintentional separation of the device and/or its components from something to which it is connected or attached. These reports were received from various sources. Patient information was confirmed for 2 events. Two female patients. Age (B)(6).